Event description:
Additional information. Symptoms have completely resolved 2 months after onset of symptoms.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of lumps and pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported having a patient that had been injected with unspecified juvéderm voluma and juvéderm volbella with lidocaine overseas. Patient was injected in the temples, cheeks, chin, jowls, nasolabial lines and lips. Three months after the injection, the patient developed multiple lumps all over their face around their temple, cheeks and chin. Patient had also experienced pain when they visited the healthcare professional. Patient was treated with hyalase, antibiotics and prednisolone. Patient symptoms are 90% resolved and still has a residual lip nodule present. This is the same event and the same patient reported under MDR ID #3005113652-2018-01850 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm volbella with lidocaine, also a device manufactured by allergan.